Manufacturer narrative:
Boston scientific received the device on october 14, 2005, and is currently pending decontamination. Upon completion of the technical analysis, a supplemental MDR will be submitted.

Event description:
Boston scientific was notified of an event in which a physician was attempting to deploy a stent in an aneurysm located in the p-com. The ica had very tortuous anatomy. The physician removed the neuroform from the guide catheter, and flushed the system. The stent then partially deployed from the microdelivery catheter. The physician used another system to finish the procedure.